Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the day after intra-aortic balloon (iab) insertion and therapy started there was a "leak in iab" circuit alarm generated and blood was noted in the tubing. A new iab was used to continue therapy. Moderate calcification and tortuous were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extracorporeal tubing and sensor cable was cut from the iab and not returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and no leaks were detected. A laboratory pump test was unable to be performed due to the returned condition of the iab. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the day after intra-aortic balloon (iab) insertion and therapy started there was a "leak in iab" circuit alarm generated and blood was noted in the tubing. A new iab was used to continue therapy. Moderate calcification and tortuous were noted in the patient vessel. There was no reported injury to the patient.